Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient only feels stimulation at the ipg pocket site during normal use. Troubleshooting was unable to resolve the issue. Follow-up information revealed the patient stated her ipg is inoperable and she is unable to recharge the device. The patient may undergo surgical intervention as the next course of action.